Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of event unknown / not provided . Brand name unknown / not provided. Device product code unknown / not provided . Catalog and lot number unknown / not provided . UDI not available. PMA/510(k) number not available.

Event description:
The doctor reports that the screw is loose. The doctor confirms in the per form that the procedure was completed and that the patient should not return in the future.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown biomet screw was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation addressed the first of two reported loosening events using applicable instruction for use, risk files and other available information. Retightening of the screw was not mentioned. Functional testing could not be performed since the product was not returned. Pre-existing condition noted on the per was 'moderate bone density ¿ type ii'. The product was intended for tooth 46 (fdi). Device history record (DHR) and complaint history review could not be performed since the lot/item number was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information device malfunction and the reported event could not be verified since the device was not returned and as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.